Manufacturer narrative:
Isi has received and evaluated the endowrist vessel sealer instrument involved with this event. Failure analysis investigations were unable to replicate the customer reported complaint of inadequate sealing. The instrument passed electrical continuity, grip force, and electrode gap tests. Failure analysis investigations were able to confirm the other reported complaint of an exposed blade. A visual inspection of the instrument showed that the blade was exposed outside of the blade garage. After failure analysis manually placed the blade in the blade track, the instrument passed a self-check and energy activation tests. A visual inspection also confirmed there was no damage to the instrument's conductor wire or the snake wrist. The instrument passed all in-house testing, which is an indication that the reported failure was likely not related to the endowrist vessel sealer instrument. The site's system logs were reviewed with a procedure date of (B)(6) 2016. The system logs reveal that there were no long pedal presses or abnormal patterns related to sealing. The system logs indicate that the endowrist vessel sealer instrument functioned properly during initial use but eventually the instrument's blade jammed. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument was not sealing adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during an unrecorded da vinci-assisted total benign hysterectomy procedure, the endowrist vessel sealer instrument had an exposed blade and allegedly malfunctioned. It was also alleged that the endowrist vessel sealer instrument was not sealing adequately which resulted in bleeding. The bleeding led to conversion of the robotic procedure to an open traditional surgical procedure. On 12/13/2016 and 12/16/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that she was not present during the procedure. She stated that the surgeon was able to use the endowrist vessel sealer instrument without any issues up until the event occurred. According to the surgeon, she heard the audible tones indicating that the sealing cycle was complete. The surgeon also reportedly saw tissue effect while attempting to seal with the instrument, up until the blade exposed fault occurred. Once the blade exposed fault occurred, the surgeon noticed active hemorrhaging. Due to the bleeding and alleged issue with the endowrist vessel sealer instrument, surgeon then decided to convert the robotic procedure to an open traditional surgical procedure. The csr did not know how the surgeon was able to control the bleeding. However, the csr indicated that the surgical procedure was completed via open surgery. The surgeon confirmed that the size of the vessel and the integrity of the tissue was not an issue. The surgeon quantified the blood loss as approximately less than 500 ml until the conversion to open surgery was done. The estimated total blood loss of the entire surgical procedure was less than 1200 cc. No blood transfusions were administered.